Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 494mg/dl, and her blood glucose was treated with an insulin drip. The customer experienced nausea abdominal pain, ketones in the urine, and vomiting several times. Troubleshooting was performed. The time, date, and bolus wizard settings were correct. Assisted the caller to run a manual prime test and the insulin did exit. Advised the nurse to call back when the tubing clamp arrives to continue testing. Instructed the nurse to change the entire infusion set and reservoir. It was stated that the doctors believe that the customer may have a virus. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.